Event description:
The manufacturer received information that a dream station device is returning because the patient has passed away. There was no allegation that the device contributed to the death. Additional information is being requested regarding the details of the reported death.